Event description:
It was reported that the device exhibited oversensing in the form of recording episodes determined to be false asystole. As the patient has a history of pacing pauses, it was indicated that it is likely that the device will be explanted and replaced as part of a system upgrade. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).